Manufacturer narrative:
Investigation summary: customer returned (462) 3/10cc, 8mm, 31g syringes (22 loose without any packaging, 440 in sealed poly bags) with the shelf cartons from lot # 8239954. Customer states that the needles have barbs on them and the plungers were somewhat stuck. Thirty out of 462 returned syringes were tested (all 22 loose, 8 from the sealed poly bags) and all plunger rods were able to be exercised in the barrel without any observed defects. All of these samples were also tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). A review of the device history record was completed for batch # 8239954; all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hooked cannula point). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (difficult to move plunger rod). Root cause description: possible root causes: damaged during use or during shielding after use.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle had a plunger that was somewhat stuck and barbs on the needle.